Manufacturer narrative:
Citation: kotani et al. Early structural valve deterioration of third-generation biological prosthesis. Journal of the japanese society for cardiovascular surgery, 2010, 39(6):339¿342. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early structural deterioration of porcine bioprosthetic valves. Case 2: a (B)(6) male patient underwent mitral valve replacement with a medtronic 29-mm mosaic bioprosthetic valve (unique device identifier numbers not provided). Seven years later a systolic murmur was detected, and echocardiography revealed severe mitral regurgitation. Subsequently the mosaic valve was explanted and replaced by a new unidentified valve. The explanted mosaic valve had a cracked leaflet near the valve stent frame which the authors suspected as the cause of the mitral regurgitation. No additional adverse patient effects or product performance issues were reported.